Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the mega suturecut needle driver had a broken cable. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The customer only saw the cable broken. There was no patient injury and no adverse event.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.